Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient expired. The patient's wife found the patient down, cold, and with continuous alarms from the lvad. When ems arrived, it was reported that the patient was connected to the power module via the white patient cable but not the black patient cable. The driveline was fully connected to the system controller. The display module was reading "not connected". Ems reconnected the black patient cable and the alarm stopped. Patient was pronounced dead and device support was discontinued.

Manufacturer narrative:
The attached user facility report # (B)(4) was received. The system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.